Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple error alarms after a battery change. It was noted that the insulin pump experienced an unexpected restart. Customer's blood glucose reading at the time of the call was 6.2 mmol/l. No further information reported.